Event description:
Two falsely depressed magnesium results were obtained on two patients' samples. The results were reported to the physician. The samples were repeated and normal results were obtained. Both patients were admitted to the hospital. One of the patients received intravenous magnesiium. There was no report of adverse health consequences as a result of the falsely depressed magnesium results.

Manufacturer narrative:
A siemens healthcare diagnostics inc field service representative (fse) was dispatched to the account. Analysis of the instrument and instrument data indicate that the cause for the falsely depressed magnesium result was non delivery of sample or weak sample mixing. The fse corrected the malfunction. The instrument is performing within specifications. No further evaluation of the device is required.